Manufacturer narrative:
This pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently not responding to keypad button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. The button contacts also were observed to be inverted and were not always springing back. The keypad appeared to be intact with no lifting or peeling.

Event description:
The reporter contacted animas on behalf of his daughter (the patient) alleging that keypad button presses did not activate desired pump functions. The reporter claimed that the pump was not responding to down arrow button presses. The reporter denied that the pump was exposed to water or that the keypad was damaged. There was no reported patient impact associated with this complaint.